Manufacturer narrative:
Date of event: exact date unknown, event occurred few weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that patients ipg would stick out when sitting down. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted. The patient was doing well postoperatively.